Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced low blood glucose level 2.3 mmol/l. Customer was treated with food. Customer experienced blood glucose level of 6.3 mmol/l. Customer did receive a calibration not accepted alert. Customer did receive a change sensor alert. The insulin pump will not be returned for analysis.